Event description:
A doctor reported to baxter a leak issue for disposable transfer set. The doctor stated that a customer reported leakage ( source unknown) found during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition of a leak was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.since the lot number is unknown, no batch review will be performed.